Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Both g7 inserters were returned and evaluated against the complaint. Visual inspection confirmed one of the threaded tips to be fractured such that a portion of the face of the tip remains on the inserter, while the other one fractured completely. Dings and scratches were observed on both haft. Impact marks were found on the both strike plate consistent with a multiple use device. Fracture analysis confirmed the fractures were due to bending overload of the threaded tip. The material was confirmed to be 455 ss. Devices had an estimated field age of 5 and 3 years, respectively. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110003450 g7 str monoblock shell insrtr 791450. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04312.

Event description:
It was reported that during surgery, the threads on the inserter were damaged. Went to use the back-up unit and those threads were damaged also. Surgery was completed without delay or consequence by using an offset inserter. Attempts were made to obtain additional information; however, none was available.